Manufacturer narrative:
Approximate age of device ¿ 8 months, 10 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was hospitalized for infection and treated with parenteral antibiotics. No additional information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Manufacturer's investigation conclusion: a specific cause for the reported infection cannot be conclusively determined. The patient remains ongoing on vad support. No product available for investigation. Local, pump pocket, and driveline infection are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was admitted on (B)(6) 2019 with 103.1 f fever with nausea, vomiting and diarrhea and white blood cell count was 19.2 thousand/cubic millimeter. Baseline blood cultures were obtained. The patient was placed on empiric antibiotics including cefepime2000 mg intravenously every 12 hours (15mar2019-22mar2019), 500 mg zithromax every 24 hours (17mar2019-19mar2019), vancomycin 1250 mg every 24 hours (16mar2019-20mar2019) and vancomycin 1000 mg every 12 hours (20mar2019-22mar2019). Infectious workup returned negative. The patient¿s fever was attributed to a likely viral gastroenteritis but due to the severity of the patient¿s symptoms and the lvad device, a 7 day course of IV antibiotics was completed. The patient was discharged 22mar2019 with white blood cell count of 4.9 thousand/cubic millimeter and a temperature of 98.1 f and no antibiotics.